Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device exhibited an error code e315 (non-compatible endoscope) and error code b30 (scope communication error). The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, h6, and h11 were updated. Based on the results of the investigation, error codes e315 and b30 were unable to be confirmed. Based on the results of the following investigation, the bending section cover leaked, and water entered the scope. This may have caused abnormalities in the electronic components, such as the image sensor unit, and may have led to the occurrence of the errors. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed without delay and no reported patient harm.